Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
A distributor contacted stryker to report that a customer¿s battery was prematurely depleted. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine evaluated the customer's device but was unable to duplicate the reported issue. Heartsine downloaded the device's memory log and was able to identify a battery pack failure, as per the reported fault. Corrosion was found on one of the device's screw heads, which would indicated that the device was stored outside of the indicated conditions. This fault was attributed to corrosion on the battery pack assembly due to being stored outside of indicated conditions. The device was scrapped by heartsine and the customer was provided with a replacement device. D2 product code corrected to indicate: mkj.

Event description:
A distributor contacted stryker to report that a customer¿s battery was prematurely depleted. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned to heartsine for investigation. No additional information will be forthcoming at this time. The cause of the reported issue could not be determined. If the device is returned to the manufacturer the investigation will be reopened. H3 other text : device not returned for evaluation.

Event description:
A distributor contacted stryker to report that a customer¿s battery was prematurely depleted. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.